Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid/hydromorphone (10 mg/ml at 1.273 mg/day) via an implanted pump. The indication for pump use was malignant pain and non-malignant pain ¿ head/neck. It was reported that the patient was concerned with the depth of her pump in the lower right quadrant. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that ¿patient is very thin¿. The pump was surgically moved and placed more midline. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.